Manufacturer narrative:
No product has been returned for evaluation. A radiograph was provided and alleged event was confirmed. No root cause can be confirmed at this time. Labeling review: "potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation." "Warnings, cautions and precautions: if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break." "Patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration."

Event description:
On (B)(6) 2019 a patient underwent an extreme lateral interbody fusion procedure at l2-3 and l4-5 using coroent xl. On (B)(6) 2019 the secondary procedure, a posterior fixation, was performed. On (B)(6) 2020 a revision procedure was performed due to a pedicle screw loosening at l2 due to local kyphosis. The pedicle screw was replaced by a new one.